Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was 11 mmol/l. At the time of the incident. The customer reported for daughter and stated that that they noticed water is in the battery compartment when she went swimming pump. Customer reported that there is fluid in the battery compartment. Customer stated that yesterday when placed battery had to close more and did not start because no contact but no damage. Customer stated that the home screen did not appear on the display. Customer reported that the screen looks like it was water inside and like its dry now. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to perform functional testings due to blank display. Device was received with corroded battery tube and moisture damaged motor assembly.